Manufacturer narrative:
Batch review performed on 8 april 2025 (B)(4) items manufactured and released on 31-oct-2018. Expiration date: 2023-10-21. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department. A case of stem loosening has been reported approximately six years after the primary implantation of a tha. Radiographic images taken two years postoperatively already reveal radiolucent lines around the shoulder of the stem. The six-year follow-up x-ray confirms this finding and further shows signs of early osteolysis in the mid-stem region, particularly on the lateral aspect. Additionally, progressive resorption of the calcar is evident. Based on the available data, it is challenging to provide a comprehensive explanation for the observed findings. While aseptic loosening is a well-documented complication and certainly a possibility in this case, other contributing factors may also be involved. At this stage, however, no definitive conclusions can be drawn. Root cause: aseptic loosening and osteolysis is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
Loosening of the stem detected in post-operative xray at about 6 years and 1 month post primary, the patient has moderate pain, no additional info are available. Revision surgery currently not scheduled.